Event description:
Levels treated: l4-l5.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Levels treated: c5-s1 it was reported that during a surgery, the shaver broke while preparing the disc space. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visually confirmed approximately ~45mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Optical examination of the fracture surface analysis reveals surface circular material displacement, consistent with torsional overload, with plastic deformation both above and below the fracture. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.